Event description:
It was reported that an 8120 pca was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Correction: device available for eval, device return to manuf, device eval by manufacturer, reason code for no evaluation, if other specify additional information: returned to manufacturer on, imdrf annex b grid and manufacturer narrative (chr and DHR statements) omit: b17 - device not returned a review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8120 pca was affected by syringe sizer recall. There was no reported patient involvement.